Event description:
Instrument was used to remove lesion which was close to chest wall and pectoral muscle. Pectoral muscle was damaged during the procedure. The site select device was used in conjunction with fishcer stereotactic table.